Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that stimulation was not helping and the battery was dead due to patient compliance. The manufacturer's representative (rep) attempted to reprogram previously per the patient. Device explant was scheduled. No symptoms reported. No further complications were reported/anticipated.